Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer (fse). Water had come into the ventilator due to a user mistake. Water marks was found on the pneumatic back-plane pc board. After the replacement of this pc board and the o2 cable, the device passed pre-use check without remarks. No parts or pictures have been returned for investigation. The water damaged part will not be further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to all kinds of ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The conclusion in this matter is that the operation of the device has been outside the prescribed environmental conditions.

Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer ref.#: (B)(4).